Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the video display controller unit (vdcu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vdcu was analyzed and visually inspected, where no issues were found. The unit was installed onto a known good equipment fixture or tool (eft) and powered on with no issues. An idle test for thirty minutes was performed, and the system was power cycled three times with no issues. Add statement about contribution of device. For confirmed issue: the complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer had error 41113. Technical support engineer (tse) tried to view system logs, but error wasn't showing in the logs during the call. Tse asked customer if they were able to recover from the error. Customer stated they haven't tried to recover from the error yet. Field service engineer (fse) verified that the issue was related to another event and replaced the video display controller unit (vdsu) to correct the error. System tested and verified as ready for use. The procedure was completed with no reported injury.